Event description:
The surgeon applied perclot topical and felt that the powder dispensed too easily which resulted in more powder than expected at the site. He then rinsed the powder and the resulting gel clogged the suction device he was using to clear the residual product. During the meeting between the surgeon and cryolife representatives, the surgeon provided feedback that some changes to the bellows or tip that could provide more control would be a positive change to the device. He made no mention of adverse effects to the patient or inability to provide hemostasis.

Manufacturer narrative:
The surgeon applied perclot topical and felt that the powder dispensed too easily which resulted in more powder than expected at the site. He then rinsed the powder and the resulting gel clogged the suction device he was using to clear the residual product. During the meeting between the surgeon and cryolife representatives, the surgeon provided feedback that some changes to the bellows or tip that could provide more control would be a positive change to the device. He made no mention of adverse effects to the patient or inability to provide hemostasis. Manufacturing records have been reviewed and there is no indication that an error or deficiency occurred at cryolife. Adequate precautions and warnings are present in the product's instructions for use.

Event description:
The surgeon applied perclot topical and felt that the powder dispensed too easily which resulted in more powder than expected at the site. He then rinsed the powder and the resulting gel clogged the suction device he was using to clear the residual product. During the meeting between the surgeon and cryolife representatives, the surgeon provided feedback that some changes to the bellows or tip that could provide more control would be a positive change to the device. He made no mention of adverse effects to the patient or inability to provide hemostasis.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.